Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the stylet became stuck in the left ventricular lead. The lead was removed and replaced. The patient was stable during and following the procedure.